Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported nausea. The patient also reported a very bad urinary tract infection (uti), which they were hospitalized after the procedure. The patient also noted a high white blood count and bloody bandages, though the blood was dry. The patient noted they had already spoken to their healthcare professional (hcp). The patient reported later they have a confirmed uti. The patient noted they went to the emergency room. The patient also added they have lupus.